Manufacturer narrative:
H6; instrument was rec'd with an insufficient head housing weld and jammed staples in the nose.

Event description:
It was reported the device was used during an unknown procedure. It was reported by the rep. The staples would not deliver. There was no consequence to the pt.